Manufacturer narrative:
The sample is not available for return. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involves a plum set that leaked an unspecified chemotherapy drug from the filter when using the light-resistant infusion set. No additional information has been provided.